Event description:
The customer reported the control panel is not working and the vertical lift is not working. No pt injury was reported.

Manufacturer narrative:
A ge representative has not yet evaluated the system. (B) (4).